Manufacturer narrative:
Product complaint: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please re-check what exactly happened during surgery: did the suture break? Or has the thread come off or come loose from the needle? How was the first "skin change" removal procedure completed? It was reported that "need another surgery, as only one skin change could be removed as the procedure took to long time" was another surgery already performed to remove 2nd "skin change"? Could you please confirm for how long the surgery was prolonged? Could you please clarify adverse patient consequences? Please confirm that 3 sutures of lot meq484 and 3 sutures of lot plp097 were broken during initial surgery. The patient demographic info: age,gender, weight, bmi at the time of index procedure. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. 6 sutures breakage were submitted via 2210968-2020-06977, 2210968-2020-06978, 2210968-2020-06979, 2210968-2020-06981, and 2210968-2020-06986.

Event description:
It was reported that the patient underwent a removal procedure of skin changes/moles on face on (B)(6) 2020 and the suture was used. It was reported that the suture broke and the surgery was delayed due to the reported event. The procedure was not completed successfully as only 1 of 2 skin change/mole was removed. It was also reported that the patient needs to come back later for another surgery, as only one skin change could be removed as the procedure took too long time. Additional information has been requested.

Manufacturer narrative:
Patient codes: 2076. Device codes: 1069. Additional information was requested, and the following was obtained: please re-check what exactly happened during surgery: did the suture break? Or has the thread come off or come loose from the needle? Thread came loose from needle how was the first "skinchange" removal procedure completed? 10 min longer time, they used another suture. It was reported that "need another surgery, as only one skin change could be removed as the procedure took to long time" was another surgery already performed to remove 2nd "skin change"? Yes. Could you please confirm for how long the surgery was prolonged? 10 min. Could you please clarify adverse patient consequences? Needed another surgery to remove the other molde. Some irritation orrured in operation area during surgery so they used diathermy for that. Please confirm that 3 sutures of lot meq484 and 3 sutures of lot plp097 were broken during initial surgery. Yes. -he patient demographic info: age,gender, weight, bmi at the time of index procedure? No further information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 09/24/2020. Additional information: a manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified.: it was received for analysis seven unopened samples of product code eh7790h, lot meq484. During the visual inspection of seven unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed, and the tensile strength force was above the minimum requirement. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.